Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. In this case, there was no reported product deficiency. The reported patient effects of angina and thrombosis, as listed in the instructions for use (IFU), are known adverse events of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported that a xience v stent was implanted in the right coronary artery (rca) on (B)(6) 2010. Plavix was prescribed. On (B)(6) 2010, the patient complained of chest pain during exertion. Revascularization was performed the same day and in-stent thrombosis was diagnosed. A xience v stent was implanted within the previously implanted xience v stent, successfully treating the thrombosis. There was no adverse patient sequela. Though requested, additional information was not provided.